Manufacturer narrative:
Review of the device history records did not find any deviations or anomalies. No devices or photos were received; therefore the condition of the component is unknown. This device is used for treatment. Review of the primary operative notes confirms that the patient underwent total knee replacement due to advanced degenerative osteoarthritis of the right knee due to previous surgery, acl reconstruction, etc. It was noted that the patient also underwent osteotomy for removal of a screw from the tibia due to the previous acl reconstruction, which was very close to the surface, but the end was not exposed. This was bone grafted from the patient¿s bone. The patella was found to be fairly degenerated, osteophytes, and severe chondromalacia. Final implants were put into place, the tibia and patella held under pressure, and the excess cement removed. The knee was carried through a full range of extension and showed nice patellar tracking. Physical examination following the surgery of the right knee showed 140 degrees of flexion and no instability or swelling. Revision operative notes identified that the patient underwent total knee replacement and removal of hardware due to failed right total knee replacement. The femoral component, was noted, ¿did not appear to have a whole lot of ingrowth to it.¿ the tibia was noted, ¿initially was thought to be uncemented.¿ a saw blade used underneath the tibia remove it and the central peg (stem) with very minimal effort. The tibial plate and central peg were both completely loose. No bone loss observed from the tibial removal. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the patient was revised due to pain and loosening.